Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient who is currently in an in-patient rehabilitation center presented with anemia and gastrointestinal bleeding (gi) and low hemoglobin. On (B)(6) 2018 the patient was transfused with 1 unit of packed red blood cells (prbc), on (B)(6) 2018 the patient was transfused with 2 units of prbc and on (B)(6) 2018 the patient was transfused with 1 unit of plasma and transferred back to the hospital for further evaluation. An upper enteroscopy (egd) on (B)(6) 2018 revealed a single 2 millimeters hemocytic spot which was treated with bipolar cautery and the patient was given oral iron supplementation. The patient was discharged back to a rehabilitation center on (B)(6)2018. No additional information provided.